Manufacturer narrative:
Device manufactured date: between november 16, 2020 to november 17, 2020. The device was received for evaluation. Visual inspection on the sample via the naked eye was performed which observed a red luer cap (non-baxter) attached to the flow restrictor of the device; the blue winged luer cap was not returned for evaluation. All other parts from the device were observed to be present and securely connected; no loose parts were found. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "individual parts" of a large volume folfusor were loose. The event was not further specified. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.